Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a kink was identified approximately 6 cm from the distal tip, which is distal to the transition point. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause of the reported event is a kink leading to an improper curve as a result of mishandling subsequent to distribution from stryker. The instructions for use state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that the device had a bad curve and did not work. There was no patient injury, medical intervention, or extended procedure time reported.